Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tubing kinked event on (B)(6) 2025. The patient faced this issue with two infusion sets within last two months. The infusion set was in use for 1 to 2 days. This event led to hyperglycaemia and the patient got treated with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.